Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence urgency frequency. The advanced evaluation began (B)(6) 2021. It was reported that the patient's most bothersome symptom was that they were not able to empty their bladder and getting uti's. The next day, the patient said they were having constipation. The following day, they were dealing with constipation and so that could be why they were going to the restroom so frequently. There were no device issues reported, and no further patient complications reported at this time.